Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The hp stated they saw air in the patient line. The technical service representative (tsr) explained they would need to end therapy and start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time. The hp also stated no companion samples were available. The hp stated that she was not sure how air entered into the patient line. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or require any medical intervention. The hp also stated they are currently performing therapy without any further complications.